Manufacturer narrative:
Date of event: exact date unknown, event occurred in may.

Event description:
It was reported that the patient was experiencing headache and head fog despite reprogramming. It was unknown whether patients symptoms were device related. The patient underwent a revision wherein one of the leads were removed and that the patient was doing well without the symptoms. The explanted lead will not be returned.